Manufacturer narrative:
N/a.

Event description:
The following has been reported: while it was running delivering noradrenaline, the screen went blank and the pump stopped working. It was set to 0.16 mcg/kg/min on a patient supported by ECMO. Fortunately, the patient was able to be stabilized while the situation was solved, but the customer need to be sure that this does not happen again. The pump was connected to a pump tower, and it was the only one to have this failure. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed. Several error ID 51 an one error id49. "The device was not received because it was repair locally. To solve the issue the speaker and the power supply have been replaced. The defective part was received in brézins for investigation. According to our investigation, nothing was noticed during external visual check . After mounting the power board on a test agilia sp, several tests were carried out and it was possible to reproduce the two errors reported under different conditions. For this complaint, error 51 was found probably related to a failure with the loudspeaker and error 49, failure seems to be a problem with the capacitor charging time, which was too slow and therefore a faulty power supply board. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.